Event description:
The customer reported that she went to urgent care due to high blood glucose levels, with a reading of 460 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. No further troubleshooting was conducted as the customer stated she was going to call her hcp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.